Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problem or issues were identified during the device history record review. A picture and sample were received for evaluation. During visual inspection of the pictures, is not possible confirm a leakage. The sample was received with its original packaging. The sample was visually inspected under normal lighting to received unit. Sample was visually inspected in following components: tube surface, luer lock adapter, reflux connector w/ ports and assembly connector swivel return. Visual inspection showed that there was a visible a bent tube, this caused leakage on product. Therefore, failure mode reported could be confirmed. During functional testing, the sample was tested according to the manufacturing procedure. The failure mode leak was confirmed. Based on the analysis conducted the most probable cause is that the product became damaged after it left the manufacturing facility. No corrective actions are required since failure mode is not attributable at the manufacturing process.

Event description:
It was reported that the circulating water was leaking from the patient side connector. This was found during pre-test. No patient injury reported. No additional information is available for this complaint.